Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, the monitor would not power on. Upon evaluation, the software programming was found to be corrupt. The cause of the inability to power on is the corrupt programming. The cause of the corrupt programming was unable to be positively identified. No adverse event resulted form the defective monitor. The patient was issued a replacement monitor.